Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged blank display and insulin pump error 3 alarm found on 09/30/2021. The insulin pump passed the displacement test, active current test, and self test, however the pump failed the sleep current test. No blank display noted during testing. No insulin pump error 3 alarm noted during testing. Successfully downloaded history files and traces using thus. Confirmed insulin pump error 3 alarm on 09/30/2021 at 13:29:28, 13:47:34, 13:57:00, 14:03:58, 14:14:00, and 14:15:01. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, motor, force sensor, and corroded battery tube. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original electrical board 2 was installed in a test electrical board, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing keypad overlay, cracked case on battery tube, scratched case, minorly scratched liquid crystal display window, cracked keypad overlay, and cracked reservoir tube lip. Customer allegation of insulin pump error 3 alarm was confirmed in the insulin pump downloaded history. Blank display not confirmed. Sleep current measurement test failure suspected to be in electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and pump error alarm. The battery cap was intact and insulin pump was not working. Customer was unable to clear the alarm. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.